Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), not manufactured or distributed by cpi experienced an episode of ventricular fibrillation; however did not feel a shock. The physician performed an x-ray and noted a fracture of the patch lead. The physician performed an invasive procedure to remove the lead from service.